Manufacturer narrative:
Analysis was able to confirm the customer comment that the external pulse generator(epg), displayed an error code. The printed circuit board (pcb) was reset with a firmware update. It was also determined at analysis that the output connector assembly was broken, and the upper and lower case was cracked at boss. The display wires were pinched, and the wire was exposed. The device needs a battery drawer shorting bar eco. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the external pulse generator(epg), displayed an error code. The epg was returned for service. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.